Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 500 mg/dl and current blood glucose was 544 mg/dl. Customer treated high blood glucose with bolus and manual injection. Based on customer report customer does not allege pump was under delivering. Customer will monitor blood glucose and give more injection. The device is not expected to be returned for analysis.